Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis featuring c3 instructions for use, it is recommended to review and confirm the distal position of the iliac end of the device relative to the internal iliac artery to ensure accurate and desired deployment position of the distal aspect of the device.

Event description:
On (B)(6) 2011, the pt underwent repair of an abdominal aortic aneurysm. The physician implanted a gore excluder aaa endoprosthesis featuring c3 in the incorrect location, covering the hypogastric artery. It was thought that the device was situated at a higher location. The physician did not notice that the hypogastric artery was covered until closing angiography. The pt's hypogastric artery had preexisting stenosis, 85% to 90%. The pt tolerated the procedure.